Event description:
Pt received a four hour treatment without incident. While driving home the pt experienced severe chest and abdominal pain and drove to local ER. 3 blood samples taken were hemolyzed. The pt was dialyzed for 1 1/2 hours to remove excess potassium. The dialysis machine was found to be in good working condition. Water cultures, saline, acid concentrate and bicarbonate were all tested and found to be normal. The facility reported there were no kinks or other problems with the bloodline during treatment and no alarms occurred. Initial examination of the bloodline showed no kinks, or obstructions. There is no indication that the bloodline caused or contributed to hemolysis. The dialyzer was reprocessed immediately following treatment.